Event description:
During a procedure where the balloon was used to deploy a stent, the physician observed that the balloon burst at low pressure. No pt complication occurred and no intervention was required. During product eval a jetstream leak was detected. Although no jetstream leak was reported during the event and no pt complications occurred, such a leak may cause an adverse event if it were to recur.